Event description:
Rptr had silicone breast implants inserted in 1972. In 1978 she required surgery for fibrocystic disease caused by a long standing rupture of the implant in 2 places. The surgeon noted "giant cell reaction due to silicone prosthesis" and there was a massive extravastion of silicone. In 1983 she began having fevers, night sweats, severe chest pains and was hospitalized for a week. The extensive testing only ruled out what she didn't have, but never diagnosed what was causing the symptoms. In 1984 rptr was again hospitalized for a week to undergo tests, and again the symptoms were nondiagnostic. All they could pinpoint was bilateral infiltrates of both lungs that failed to respond to antibiotics. The fever, night sweats and chest pains continued off and on through 1986. In 1987 the breast implants were removed. For the last 2 yrs and presently rptr has had constant numbness in two fingers of her left hand. Rptr is undergoing tests at this time.